Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, animas received a call from an unknown reporter alleging an unknown insulin pump emitted a call service alarm 064. The reporter did not provide information regarding the brand or model of the insulin pump involved. The caller disconnected call before any additional information could be obtained. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.